Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The following data was provided (architect reference range <26 ng/l, roche reference range <14 ng/l): (B)(6) 2021 sid (B)(6) architect result was 1026 ng/l, repeated 924 ng/l; roche result was 3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information was received from the customer. More follow-up sample results were obtained. A new sample was obtained for the same patient. Hstni abbott unilabs sid: (B)(6) 582 ng/l (B)(6) 2022, sid: (B)(6) 1435 ng/l (B)(6) 2022, sid: (B)(6) 717 ng/l (B)(6) 2022, hstnt roche usz: 22 ng/l (B)(6) 2022. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with the list number and the complaint issue. The performance of the architect stat high sensitive troponin-I assay using reviewed using worldwide field data. The lot is unknown in this case, however the review performed indicates that the on market lots are comparable and performing acceptably in the field. Literature review performed indicates that elevated troponin levels can occur in patients with covid-19. Labeling was reviewed which adequately addresses the current issue. Per product labeling for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on all reviewed data, we conclude that there is no general issue with the architect stat high sensitive troponin-I assay identified in this complaint.